Event description:
It was reported to philips that the c-arm rotation cover fell off. The device was outside clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the c-arm rotation cover fell off. The customer cancelled the quotation and service has not been provided. So, the complaint has been coded and is closed. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome. Evaluation method code was corrected.